Event description:
Per the audiologist's report, this patient began experiencing numbness, pain, and a burning sensation over the implant site around october 2006. Reprogramming was tried, but this did not alleviate the sensations. Results of integrity testing were consistent with normal device function. The surgeon will explant the device and reimplant the patient with a new device at the end of february 2007.

Manufacturer narrative:
This type of event is addressed in the device labeling.